Event description:
The valve was implanted in 2003. Later, the patient received a haircut and inflammation of the skin around the valve was noted. It was reported that infection was not suspected. The valve was explanted and a cut in the ventricular catheter tubing was noted during the procedure.